Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a rayone aspheric rao600c +28.0 d in the os eye on (B)(6) 2019. At the one day post-operative consultation, the healthcare facility identified that the patient refractive outcome was not as intended. The healthcare facility reports that the patient presented with a myopic surprise. Residual ovd in the capsular bag (capsular block) could be a potential cause of the myopic outcome, however, there is currently insufficient information available to determine the cause of the myopic outcome. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the reported event. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c (march 2019) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c; batch 039133568.

Event description:
On 8th november 2019, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient had a myopic surprise.